Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout and whiteout image occur during power up. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the black and white stripes in the image and blackout and whiteout image during power up was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had black and white stripes in the image. The issue occurred during the inspection for use. There was no patient involvement.